Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external control malfunction.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external control malfunction.